Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on ps1. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is improper assembly, however, this issue is currently being investigate. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the u.s. That upon equipment inspection while the patient was in clinic for a routine visit, the power port on controller #1 was found to be loose. The patient changed to his back-up controller and tolerated the change well with no signs and symptoms noted. Vad parameters 4.3 l/min, 2800 rpm, 4.4 watts and flow pulsatility 4.0. Pump sounds were auscultated over the chest. He was given a new back-up controller and it was programmed to the same settings as his primary controller - 2800 rpm, hct 37, suction off, low alarm 3.0 and high watts alarm 6.5. A new ac adapter was also given to the patient from the new controller box. He was instructed to make connections with no twisting and to visualize to ensure that pins were not being bent. Investigation is ongoing.